Event description:
It was reported an implant fractured at the body at tooth site #36. Implant was completely removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided . D6: d6a. If implanted, unknown. H4: device manufacturer date unknown / not provided.